Event description:
The manufacturer received information alleging a malfunction of the active exhalation control module. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received from servicemax: the manufacturer received information alleging a malfunction of the active exhalation control module. There was no harm or injury reported. The remote service engineer performed the diagnostic and confirmed the unit is failing active exhalation verification, and the issue was resolved by replacing the 3-way solenoid valve and pm kit. Set a local customer time or date. Passed all performance verification testing. Cleared the event log. Set factory settings.  Section h4 device manufacture date was captured incorrectly in the previous report. It has been corrected and updated in this report.  In this report, section h6 has been updated.